Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with intermittent undersensing on their implantable cardioverter defibrillator. Programming changes were completed without issue. The patient was stable.